Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the auxiliary power board (apb) and battery due to multiple instances of error 802. The fse also replaced the remote arm controller (rac) and patient side manipulator (psm) due to multiple instances of errors 16 and 30. The system was tested and verified as ready for use. Isi has not received the parts involved with this complaint for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was a non-recoverable fault. The technical support engineer (tse) viewed the system event logs and saw error 2 indicating a faulting battery and error 16 indicating a communication error with remote arm controller (rac) 4. The tse asked the surgeon to perform the workaround for error 802 to recover the fault pointing to the battery backup. After restarting, error 16 occurred indicating a fault with armnet 4. The tse explained they would have to disable patient side manipulator (psm) 3 to resume. The tse asked the surgeon to restart the system, press the port clutch button, and the system restarted without error. The customer was able to undock psm 3 to store it and resume surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8-feb-2022 and obtained the following additional information: the procedure was completed with the da vinci system. There was no clinical consequence for the patient. The delay was 30 minutes and the total procedure was 3 hours 40 minutes. The delay did not occur during warm ischemia time. No additional information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Failure analysis information can be found in the following fields: h6 and h10. D14- intuitive surgical, inc. (Isi) received the auxiliary power board (apb) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The apb was installed into a test system. Power up at normal mode had no errors. The unit passed voltage/current, fans temp sensor, and the psc drive was functional. Ten power cycles performed with no issue. There was no trouble found. Isi received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. The rac was installed into a test system and powered up in normal mode. The system was power cycled for one hour, sat idle for 30 minutes, and performed sine cycle with no errors. There was no trouble found. Isi received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure. However, it could be confirmed as having occurred via field error logs. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The psm was no trouble found.